Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that after about thirty minutes into the start of an unspecified surgical procedure of the vapr vue generator device the ablate function stopped working when the footswitch was pressed. The coag function worked. Another device was used to complete the procedure. After the surgery, the surgeon switched to the vapr footswitch, and made arrangements separately, to check its operation, and both ablate and coag functions were available. There was no delay in the procedure reported. There was patient involvement. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Given that an invalid serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If a valid serial number becomes available, the mre review will be performed.